Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system experienced a partial connection failure due to improper seating. A field service engineer powered off the station and reseated the bus and rowboard cables. He removed the pockets and cleaned the rowboards before powering the station back on. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported by the customer that pyxis medstation es system cubies have failed and are unable to recover. The customer reported that they were able to obtain medication from an alternative station and subsequently administered it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, model #, catalog # and unique identifier (UDI) #, section e initial reporter occupation and other occupation, section g reporting office contact and report source, section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer powered off the station and reseated both the bus and rowboard cables. Pockets were popped out and the rowboards were cleaned. The station was then powered back on. User were asked to reassign medications and test the functionality of the pockets and drawers. User also performed inventory and confirmed that the drawers were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower cubies have failed and are unable to recover. The customer reported that they were able to obtain medication from an alternative station and subsequently administered it. There were no adverse events or injuries reported based on this event.